Event description:
It was reported that during device preparation and prior to use the 2.5 x 23 mm multi-link 8 stent implant was dislodged. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.